Manufacturer narrative:
Manufacturer reference number: (B)(4). Mfg date: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was rectocele and stress incontinence. The procedure performed was a posterior repair with insertion of mesh dermal graft, sacrospinous ligament, vaginal cuff suspension, cystoscopy, and a coaptite transurethral bulking injection. The patient underwent an additional procedure on (B)(6) 2007. The preoperative diagnosis was large cystic pelvic mass. The postoperative diagnosis was benign smooth muscle tumor of the left lateral pelvic sidewall. At that time an additional procedure was performed. The preoperative and postoperative diagnosis was cystic pelvic mass, cystocele, and stress urinary incontinence. The procedure performed was an abdominal sacral colpopexy and obtryx transobturator prolene tape sling and cystoscopy. The patient underwent an additional procedure on (B)(6) 2011. The preoperative and postoperative diagnosis was prolene suture within the bladder and some exposed prolene mesh per the vagina. The procedure performed was a cystoscopy under anesthesia with removal of prolene suture using the holmium laser and excision of exposed vaginal prolene mesh.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.